Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump was emitting call service 078 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2: date of submission 10/03/2016 - device evaluation:the pump has been returned and evaluated by product analysis on 09/09/2016 with the following findings: a review of the black box and alarm history showed a call service alarm 078, and it was duplicated. A leak test was performed and passed. The pump was opened to find evidence of moisture corrosion inside the internal pump. Internal moisture damage was found on the motor flex connector, on the display, and on all boards. Due to the moisture the motor did not work and 24 hour testing, prime/rewind/load steps could not be performed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.